Event description:
It was reported that there was sensing difficulty and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor fractured. Partial lead in segments returned and analyze. Additional analyst comment - exposed svc defib conductor coil fractured (overstress) at 39.3cm, explant damage.